Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen again and the battery status did recover back to a normal value. At this time, the s-ICD remains implanted in this patient with the therapies turned off. The patient is to be seen again at a later date where the physician will decide any programming changes or if further testing is needed. No adverse patient effects were reported.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. As a result, the s-ICD was programmed to off. The patient returned one month later for a follow up visit and it was noted that the estimated battery status had significantly decreased from 92% to 15%. In addition, a warning screen was displayed during interrogation. Data was sent to boston scientific technical services (ts) for review. A ts consultant reviewed the data and discussed that when therapy was programmed off, a magnet was also placed over the device. Magnet placement resulted in the s-ICD emitting tones which resulted in current drain and a battery depletion faster than normal use. The high current drain due to the tone emission resulted in a battery depletion (bd) alert. It was discussed that the most recent battery measurement was in close proximity to the s-ICD beeping and may be slightly lower than actual battery capacity remaining. The magnet should be removed and the battery capacity may update to reflect normal current usage after a couple of weeks. The ts consulted discussed sending in another data file for review once this has occurred. Additional troubleshooting in regards to the inappropriate shock was also discussed. No adverse patient effects were reported.